Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. Analysis was unable to confirm prime anomaly due to unresponsive buttons. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they were unable to get pass through filling tubing process. The customer¿s blood glucose level was 181 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.